Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant noise was seen on the right ventricular (rv) lead and pacing was inhibited. The pocket was reopened and the lead was tested. No lead issues were noted and the implantable pulse generator (ipg) was removed and replaced as a header problem was suspected. After the device pocket was sewn up noise was again observed. The pocket was reopened and the rv lead was removed and replaced. It was further reported there was a suspected fracture and insulation damage to the rv lead. No patient complications have been reported as a result of this event.